Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 18:27:03. During night drain cycle 10, the patient's ultrafiltration reading was 657ml, indicating the patient drained 657ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the low drain volume alarm, not including the I-drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.